Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event on (B)(6) 2016. The reporter stated that the patient had a blood glucose of 336 mg/dl with symptoms of rapid breathing, abdominal pain, blurred vision, chest pain, confusion, difficulty waking up, excess urination, extreme drowsiness, extreme thirst, shortness of breath, strong fruity breath odor, and symptoms of dehydration. The reporter also stated that the patient had small ketones present. The patient remained on the pump following the alleged blood glucose excursion. The reporter stated that as a result the blood glucose excursion, the patient followed the pump's instruction to bolus. The reporter was unable to fully troubleshoot the pump at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.